Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure the aquabeam robotic system generated "e03 - console error" messages not allowing procedure to be completed. Multiple troubleshooting steps were made in attempts to address the error without success. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam console was returned for investigation of the reported event. The console was returned for investigation. Functional testing was able to replicate the e02 at 100% pump power. The e02 error prevented the system from initializing an aquablation simulation cycle. Event log file review confirmed that e03 error occured between13:38:27 to 13:43:09 and could not be cleared. The current user manual, um0104-00 rev. F aquabeam robotic system user manual states: table 5 system detected errors and faults "e02 - console error release foot pedal and click x. If error persists, turn off and turn on console." E03 - console error release foot pedal and click x. If error persists, turn off and turn on console." A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 22c01796 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The root cause of the reported event has been determined to be due to manufacturing-related issues associated with a third-party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.